Manufacturer narrative:
(B)(4) - (patient required sutures). Eval: field service specialist checked laser after the event and system meets amo specification. He reported that no fault was found and could not reproduce the problem. Surgeon reported to our clinical manager that the pt did not have any loss of best corrected visual acuity. Note: all pertinent info available to abbott medical optics (amo) at the time of this report has been submitted. Should new info that changes the facts and/or conclusion of this report becomes available, a supplemental report will be submitted.

Event description:
Customer called in to report that they are experienced flap depth variability as well as a vertical gas breakthrough on one pt. The surgeon decided to remove the flap.